Event description:
The catheter separated from the adapter and traveled in the body. The pt was taken to surgery where the cephalic vein was excised but the IV catheter could not be located. The cephalic vein was chronically thrombosed and a section was ligated and removed during the surgery. An x-ray of the chest was done showing the IV catheter in the region of the mid subclavian vein. In 2007, the pt had blood patch performed for her csf leak. On the following day, the pulmonary physician saw the pt. The chest x-ray showed linear (tubular) foreign body adjacent to the right hilum, unchanged from the day an x-ray was done. Two days later, a right pulmonary arteriogram was performed to retrieve the foreign object but it was unsuccessful. The pt was discharged on the next day with no limitations in her activity. She is to have repeat MRI studies done annually to check the location of the foreign object.

Manufacturer narrative:
We received one used catheter hub attached to an extension tubing on 26 november 2007 and is being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted.